Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 10/26/2017, electrode belt: 04/27/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 in the afternoon. It was reported that the patient's significant other called 911. Ems arrived and attempted to resuscitate the patient and did attempt to externally defibrillate the patient, but the attempts were unsuccessful. The patient's passing was cardiac related. It was also reported that the patient experienced an appropriate treatment event consisting of one shock. At 16:18:22 on (B)(6) 2020 the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post shock rhythm was sinus bradycardia at 45 bpm with motion artifact. The patient then entered a non-treatable rhythm at 16:18:37 and the electrode belt was disconnected at 17:10:12. The patient's arrhythmia was successfully converted to a slower rhythm as a result of the treatment event. The patient was in vf with CPR/motion artifact and electrode lead fall off from 16:18:37 to 17:10:12. The rhythm then degrades to asystole with CPR/motion artifact and electrode lead fall off from approximately 16:18:37 until the electrode belt was disconnected at 17:10:12 on (B)(6) 2020. CPR/motion artifact prevented the lifevest from treating the patient from 16:18:37 to 17:10:12. There is no indication that a device malfunction caused or contributed to the patient's death.